Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D4 serial no - correction, submitted in error on initial MDR. D4 lot no - correction, submitted in error on initial MDR. D4 expiration date - correction, submitted in error on initial MDR. Primary UDI number - correction, submitted in error on initial MDR. H2 type of follow up - correction. H4 device mfg date - correction, disregard info. Submitted in error on initial MDR. H6: type of investigation - correction, disregard code 3331 on initial MDR, submitted in error.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a signal loss occurred. Off-label/misuse statement. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).